Manufacturer narrative:
UDI #: (B)(4). Date of event: at the time of this report, the date of the event is unknown. Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed wires with the ellips fx phaco handpiece. There was no patient involvement/user injury reported.